Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, patient presented with pre operative diagnosis of l4-5 lumbar stenosis with grade 1 spondylosis thesis and underwent bilateral l4-5 decompression, bilateral insertion of transpedicular hardware,l4 and l5, posterolateral arthrodesis using mastergraft compression resistant matrix augmented with rhbmp-2/acs, local morselized bone graft and cancellous chips. Per operative report: ¿¿after graft compression resistant matrix, augmented with local morselized bone graft was wrapped in an infuse sponge. This was placed posterolaterally spanning the decorticated transverse processes of l4 and l5. The decorticated facet joint was packed with a small strip of rhbmp-2 and was augmented with cancellous chips. This was performed bilaterally. Patient was transferred to recovery room in stable condition.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.